Event description:
Medtronic received information that 25 days after the implant of this transcatheter bioprosthetic valve, an echocardiogram showed a moderate paravalvular leak. During an attempt to implant a second valve in this valve, this device moved from the annulus into the left ventricle. Both valves were surgically explanted and replaced with another manufacturer¿s valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. A separate report has been filed for the second valve. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. The investigation is in progress, once the investigation is complete a supplemental report will be submitted.